Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due t-wave oversensing during premature ventricular contraction (pvc) beats. Technical services (ts) was consulted and discussed that this raised the rate inside the conditional zone leading to the inappropriate shock. There was also one stored untreated episode with occasional t-wave oversensing due to rate calculation. Ts discussed troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported.